Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead was returned in two sections which was severed. The tip section had extraction stylet in lead section, the lead body damage near tip was stretched and the tip was missing. Also, noted tip damage to outer insulation lead body. Laboratory analysis confirmed reported observation.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information obtained from the field which indicated that this lead was partially extracted as the lead tip remains inside the patient. There were no additional adverse patient effects reported.